Event description:
Consumer complaint of high blood glucose results. Customer states he is getting results in the 300's and is used to getting results between 80-120 mg/dl. Customer refused to perform a blood test and would not review memory. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).